Event description:
It was reported that a motor stall and recovery had been recorded in the event logs. The motor stall was caused by the patient having a magnetic resonance image (MRI). The event logs showed a motor stall occurred on (B)(6) 2014, this was the same day the patient had an MRI. The event logs then showed a stopped pump period may exceed tube set message on (B)(6) 2014. The patient wasn¿t hearing any alarm. The pump was interrogated on the day of the report and the event logs then showed a motor stall recovery that occurred at 14:53 on (B)(6) 2014. The pump had not been interrogated after the MRI until the day of the report. The patient came into the office today because she was having increased pain, which started approximately 3-4 weeks ago. The healthcare provider (hcp) was going to check the reservoir for discrepancies. The pump was infusing hydromorphone and baclofen (compounded). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4)